Event description:
It was reported that during a hand assisted laparoscopic transplant kidney procedure, the device produced malformed staples on the initial firing. They had to convert to open, and used sutures to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.